Event description:
Prior to the start of a procedure, the user facility turned on the or lights and observed a spark and smoke coming from the light system wall control. No injury was reported to either the patient or user facility staff.

Manufacturer narrative:
To clarify on the discontinuation of sq-240, the phase-out and subsequent changeover of sq-240 to harmony lighting systems began in 2002, with the final shipments in the first quarter of 2006. Minimal orders were placed between 2002 and 2006 for sq-240 due to the introduction of the new lighting technologies.

Event description:
A customer contacted baxter's (B)(4) to report the bags falling off the homechoice (hc) machine during dwell 2 of 5. The home patient (hp) explained that the bags came off the spikes when they fell. The technical service representative (tsr) had the hp close the clamps and disconnect and advised the hp to start over again using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that she was not sure how it happened, but both the heater bag and the supply bag fell and disconnected. No defects were seen with the cassette or bags. The hp has been doing fine and continuing therapy on the cycler as usual. This medical device report (MDR) addresses the cassette separation from the heater bag.

Manufacturer narrative:
A steris service technician inspected the wall control and found a shorted out power control board. The technician replaced the power control board in the wall control and the light system was placed back into use. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). Records indicate this light system was serviced as outlined in the maintenance manual. The expected useful life of the system is 7 years under normal conditions of use; the system subject of this report was 12 years old and had exceeded the expected useful life. The smoke observed by the user facility in this event was the vaporized contents of the electrolyte used in the capacitors located on the power control board located in the wall control. As a design feature, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the tope of the capacitor opens to allow the capacitor to exhaust, emitting a plume of smoke which lasts a short time and stops. This vapor is short-lived and is not harmful. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with (B)(6) and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. As noted above, the expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual; the system subject of this report was 12 years old and outside of the expected useful life of the device. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers. This customer has started transitioning to alternative lighting technologies and steris most recently met with this user facility on june 2, 2010 to continue discussions on finalizing their transition from sq-240 to newer technologies.